Event description:
A report was received that the patient would undergo a lead revision to reduce unwanted cranial stimulation and a pocket revision. The reason for the pocket revision is unk at this time. The surgery has been scheduled for a later date.